Event description:
It was reported that during an implant procedure, the pacemaker was unable to product low voltage pacing output. The pacemaker was not used and a different device was used to successfully complete the procedure. The patient was discharged and no additional adverse consequences were noted.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.